Manufacturer narrative:
Batch review performed on 19-aug-2024. Lot 163088: (B)(4) items manufactured and released on 08-sep-2016. Expiration date: 2021-08-25. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 6 years and 9 months after primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.